Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the ins and extensions had been removed on 10 november and the lead was left in.

Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type extension product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a small exposure of extension resulting in infection. The extensions and ins were explanted. It was unknown what caused the wound. It was cultured and they had staph and klebsiella. They were treating it with antibiotics and then they were to be reimplanted. No further information was known at this time. No further complications were reported as a result of this event.